Manufacturer narrative:
Section f:10 insufficient info reported to make a determination on labeling. Correction: uf report # 33 0258 97009. On the uf report, the reporting facility notated in section b:5 "external pacemaker cable that was plugged into a physio-control lifepak and subsequently attached to chest electrodes did not function. Cable changed no effect on pt." The reporting facility would not respond to repeated requests from physio-control for any additional reported event info.